Event description:
Had nuvasive endometrial ablation. After 6 weeks, severe cramping and continuous back pain like labour. Tracked the pain and it appears cyclical (2/10 pain for 1st two weeks of cycle, 8/10 pain for last two weeks of cycle). Lots of other symptoms as well - extreme pms (where there was very little before - depression - lasting for at least two weeks), very sluggish bladder release, very bloated (friends said I looked 6 months pregnant. I am a small woman so it was very obvious, migraines, pain shooting down groin area, sharp pains in front lower pelvic region, such severe back pain that it wakes me up. Ibuprofen doesn't touch the pain. I was given naproxen - still didn't touch the pain. My gynecologist booked me for a hysterectomy because it didn't have any pain with periods before the ablation, and so that kind of rules out adenomyosis. And also I begged for a hysterectomy because the pain was so bad. I didn't ever have cramps or any pain with my periods before the ablation. All I had was somewhat heavy bleeding.